Manufacturer narrative:
The patient experienced similar issues in the right (od) and left (os) eye using two different coopervision devices. See linked incident report with manufacturer report number: 9614392-2020-00017 (manufacturer reference number: (B)(4). No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.

Manufacturer narrative:
The patient experienced similar issues in the right (od) and left (os) eye using two different coopervision devices. See incident report with manufacturer report number 9614392-2020-00017 (manufacturer reference number (B)(4)). No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the user experienced a corneal abscess / ulcer in the left (os) eye, pseudomonas aeruginosa was identified during culture. It is not identified by information provided if the culture was the contact lens, storage case, storage/cleaning solution, eye lid, and/or cornea. Size, location, and severity of the abscess/ulcer is unknown. Good faith efforts have been made to obtain additional info without success, additional info is unknown. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution.